Manufacturer narrative:
.

Event description:
At this time no revision was planned.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the hospital received an alert via remote monitoring due to out of range pace impedance measurements on the right atrial (ra) lead. Further review noted a loss of capture, high pacing thresholds, as well as well as noise and oversensing. An ra lead fracture was alleged. A review by boston scientific technical services (ts) was needed as the patient needs to undergo an MRI exam. The cardiac resynchronization therapy defibrillator (crt-d) remains implanted. No adverse patient effects were reported. Ts reviewed the case based on remote monitoring information and noted a sudden increase in pace impedance measurements which went out of range in one day. Ts suspected a lead dislodgement as there was muscular noise in anti tachycardia response episodes. Ts discussed replacing the ra lead.